Event description:
It was reported that the pump touch screen was on, but the display remained black. Technical support instructed the caller to test different troubleshooting steps, but the pump still failed to turn on. There was no adverse impact to the customer's blood glucose level. Customer was informed to continue using their current pump as a backup therapy.